Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) conf results is unknown. There is no sample left for further testing. Siemens healthcare diagnostics is investigating. The information for use (IFU) states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. For diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The results section of the advia centaur hbsag confirmatory information for use (IFU) states: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that current methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A false reactive hbsagii test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with hepatitis b." (B)(6) confirmatory reagent lot - not provided.

Event description:
Customer observed a patient result that was repeat (B)(6) on advia centaur xp (B)(6) and confirmed by the advia centaur xp (B)(6) confirmatory assay but (B)(6) by alternate methods. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp (B)(6) and advia centaur (B)(6) confirmatory results.

Manufacturer narrative:
Siemens filed MDR 1219913-2017-00102 on april 28, 2017 reporting patient result that was (B)(6) on advia centaur xp (B)(6) and confirmed by the advia centaur xp hbsag confirmatory assay but (B)(6) by alternate methods. Additional information - may 11, 2017 siemens received the reagent lot information regarding the confirmatory reagents used by the customer. Confirmatory reagent lot # 664141118, expiry date: 2018/04/21, (B)(4). Siemens requested the sample for testing but the sample is not available. Siemens is unable to determine root cause. Siemens has been unable to confirm the complaint.